Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose (bg) level. Tandem technical support reviewed pump data and found that customer was charging the pump for 10 minutes at a time and was not allowing the pump to charge completely. Tandem technical support attempted to contact the customer to discuss the issue in more detail, however, the customer did not respond.